Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 13 unit bolus due to the pump touch screen "being too sensitive." Customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.